Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump error 23 and pump error 38. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the pump error 23 alarm successfully. The customer was able to complete the rewind as well and unable to clear pump error 38. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
The pump was received with a pump error 38 alarm during rewind. The pump passed the self test however, unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarm. Successfully downloaded the trace and history files using thump. A review of the pump history file reveals on 4/5/2023 there were nine (9) pump error 38 alarms (between 18:56 and 19:09) and a pump error 23 alarm (18:58) occurred. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, and keypad flex cable. Rust and corrosion were found on the motor and motor home switch. Pump error 38 alarms are due to a corroded motor home switch. Fault 23 is a subsequent fault after error 38 and is a post_reset_ram_crc ram critical data check that fails during system start-up. This fault often happens if the pump restarted without a safe shutdown. A test p-cap locks into the reservoir compartment properly. The following were noted during the physical inspection: scratched case and pillowing keypad overlay. Pump error 38 alarm is confirmed and is due to a corroded motor home switch. Pump error 23 alarm is confirmed due to an unsafe shutdown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.